Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the dermatome is not cutting properly, not the correct thickness. No patient contact / injury or consequences reported.

Manufacturer narrative:
Integra has completed their internal investigation on may 13, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; model s dermatome kit s-1094 was received with hand piece, power supply, width clip set, tool set, derm cord, wall cord and the case. 2¿ and 3¿ width clips failed due to nicks along the leading edge and both clips are out of flatness spec. Hand piece passed function test but the reading was on the lower side (.1 amp). Unit is 5.5 years old and this is the first pm service. Head assembly was in tolerance on all calibration points except the knob tension which is normal for the time in service. Power supply passed function test but receptacle was loose and twisted, this issue was found on the hand piece receptacle. The twisted receptacle issue is due to twisting the cord when removing the derm cord. The internal hand piece assemblies function but are worn, the sleeve bearing failed from wear. DHR review; no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history in file. Complaints history; no manufacturing or design related trend has been identified. Conclusion: reason for repair confirmed, graft thickness issue caused by worn 2¿ and 3¿ width clips. Head assembly found in tolerance. Also found small sharp nicks along the leading edge of the head and gauge bar that could cut the graft. Excessive time since last pm service, width clips will be replaced, old clips will be disposed.